Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by bloody and cloudy pd effluent, and a high white blood cell count (wbc's). The patient was hospitalized on the same day and treated with meropenem intravenously (IV) (1000 mg, daily) for peritonitis. Seven days after the hospitalization, the patient was discharged from the hospital. The patient continued meropenem via a peripherally inserted central catheter (PICC) line for two more weeks. After two weeks, the treatment with meropenem was discontinued. Twelve days after discontinuing treatment, the patient was re-admitted to the hospital and was diagnosed with recurring peritonitis manifested by cloudy effluent. On the same day, the patient again treated with meropenem intravenously (IV) (1000 mg, daily) for peritonitis. Six days later, the patient was discharged from the hospital and continued meropenem at home. The patient was recovering from the peritonitis. On an unreported date, pd therapy was discontinued. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number(s) gd895961 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.